Event description:
It was reported via phone call, that the customer received a motor error alarm as well as button error alarms. Customer's blood glucose level at the time 390 mg/dl. Troubleshooting occurred. Advised to discontinue use of the insulin pump, and revert to a back-up plan. The customer was advised that the device would be replaced and agreed to return the product for analysis.

Manufacturer narrative:
The insulin pump was received with no button response due to corroded keypad traces. No button error alarm during our testing. Unable to verify motor error alarm and perform the displacement, rewind, basic occlusion, occlusion, prime/a33 and excessive no delivery tests due to no button response. The motor passed motor test. The insulin pump has with cracked case at the display window corner, cracked reservoir tube lip and minor scratched lcd window.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.